Manufacturer narrative:
Approximate age of device: 4 years, 9 months. The device was returned for analysis. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient experienced red heart alarms and exchanged to their backup system controller. Following the exchange, the backup system controller began alarming for red heart and controller cell low battery alarms. Reportedly the backup system controller pump speed settings did not match the primary system controller so they were verified on the primary system controller and corrected on the backup system controller by the physician. The patient's system controller began to alarm for low flow with the pump speed reportedly dropping to 2000 rpms. The system was removed from power module support and switched to batteries. The low flow and low speed events resolved. The patient was suspected to have a short to shield condition within their percutaneous lead, with an external kink. In order to resolve the battery cell low alarm, and with no extra battery cells available, the battery from the primary system controller was placed in the backup system controller. The patient was asymptomatic. Log file review by the manufacturer's technical services representative revealed multiple low speed, low flow and pump stop alarms while the system was connected to the power module. The x-rays revealed a kink internally near the end of the pump end bend relief. On (B)(6) 2016, a subcostal pump exchange was performed due to suspected percutaneous lead fracture and pump stoppages. No further information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the percutaneous lead (lead) cut approximately 3 inches from the pump housing. The remainder of the lead was returned in two segments measuring approximately 16 inches and 20 inches in length. Examination of the lead found deformation of the bionate layer and breakdown of the braided metal shielding approximately 3-4 inches from the pump housing. Examination of the underlying wires found abrasion marks on all six wires of the lead and breaches in the insulation of the orange, brown, and black wires at this location. The damage appeared consistent with fatigue due to repetitive movement of the wires at this location. As a result of the insulation breach, the underlying conductors of the orange, brown, and black wires were exposed. The low speed events, pump stoppages, and red heart alarms captured in the submitted system controller log file would have occurred as a result of the exposed conductors of the orange, brown, or black wires contacting the braided shielding while the device was supported by the power module. An interruption in pump support could have also resulted from the exposed conductors of two different motor phases contacting each other or making simultaneous contact with the braided metal shielding while the device was supported by batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: information was received from an sus voluntary event foi report, mw5063970: event date: (B)(6) 2016 report date: 08/05/2016. Event description: lvad with driveline malfunction: short to shield from wear and tear, heartmate ii lvad in use (B)(6) 2011 - (B)(6) 2016.